Event description:
Reporter indicated that vns patient had the device reimplanted on the back because the device has "worn through the skin" several times and required "multiple reimplants." The patient also reportedly underwent lead revision surgery because the leads "popped out". It was reported that although the patient's seizures have not stopped, patient no longer experiences episodes of status.